Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m52y2j, batch # m52y69. Expiration date 02/16/2020. Manufactured date: 03/16/2015. Additional information was requested and the following was obtained: hen the stapler locked during the stapling, did the device deliver any staples? No if yes, were the staples formed properly? If yes, was the staple line complete? When the stapler locked during the stapling, did the device cut? Yes, in the 1st horizontal stapling if yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the stapler locked during the stapling, was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What was the product code of the stapler (ats45, ets45, etc.)? Can you please clarify what defect was presented with 2 cartridges at the time of assembling? Was the plastic portion of the cartridge damaged? Were staples protruding from the cartridge? Yes, in both cartridges. Was the cartridge missing the staple retaining cap? No. Was the cartridge missing staples? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. Please be advised that if the sales rep /distributor / j&j agent was in the case as indicated on the complaint form, then the alert/aware date should be the same as the event date. Was a company representative in the case? Is a distributor. It was also reported by the doctor that the issue happened with the first and second reload, both locked. Only in the third attempt (with the third reload) work properly. The following information was requested, but unavailable: it was reported via follow up that the device cut in the 1st horizontal stapling. Did the device staple in the 1st horizontal stapling? If yes, were the staples formed properly? If yes, was the staple line complete? The analysis results found that one 6r45b reload (a) was received in good visual condition and partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that one 6r45b reload (b) was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastroplasty procedure, the stapler locked during the stapling. At the final stapling of the surgery, two reloads presented defect at the time of assembling the stapler. There were no adverse consequences for the patient reported.